Event description:
It was reported that the cardiologist suspected lead dislodgement. The helix mechanism no longer functioned, therefore, the lead was explanted and replaced. After extraction, the physician observed damage on the lead.

Manufacturer narrative:
No medwatch form was received. The damage found was sustained during the surgical procedure. The lead was otherwise normal.